Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that laser was not firing. Alternate system was used to complete the procedure. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.9, h.3, h.6 and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming laser breakout printed circuit board (pcb) was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).